Event description:
It was reported that, loss of capture (loc) was suspected on this cardiac resynchronization therapy pacemaker (crt-p) on the right ventricular (rv) channel. Upon reviewed, technical services (ts) indicated that without raw data it is not sure whether the cause was undersensing, fusion pacing with the conducted rhythm of atrial fibrillation (af), or true loss of capture. Ts recommended to closely monitor this patient for any loss of capture and to consider troubleshoot testing in the hospital with pacing around the threshold while asking the patient to attend different postures. Furthermore, it was noted that the patient had no symptoms at the time of the event and feels very well all the time. It was not possible to reproduce this phenomenon during the follow up with isometric exercises. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: no malfunction.

Event description:
It was reported that, loss of capture (loc) was suspected on this cardiac resynchronization therapy pacemaker (crt-p) on the right ventricular (rv) channel. Upon reviewed, technical services (ts) indicated that without raw data it is not sure whether the cause was undersensing, fusion pacing with the conducted rhythm of atrial fibrillation (af), or true loss of capture. Ts recommended to closely monitor this patient for any loss of capture and to consider troubleshoot testing in the hospital with pacing around the threshold while asking the patient to attend different postures. Furthermore, it was noted that the patient had no symptoms at the time of the event and feels very well all the time. It was not possible to reproduce this phenomenon during the follow up with isometric exercises. This crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated that, raw data was analyzed and indicated that there was no true loss of capture (loc) but an ectopic beat. This crt-p remains in service. No adverse patient effects were reported.